Manufacturer narrative:
A letter was received from the legal counsel of a dealer claiming that a user was injured while transferring from her wheelchair. The communication stated, "the footrest was attached to a metal rod, which was in turn connected to the body of the wheelchair using a metal bracket. The metal rod extended above the connecting bracket." The letter further claims that the user fell onto the rod which impaled her in the rectum, causing "severe internal injuries." The issue is currently in litigation with no further details made available. A supplementary report will follow as new information becomes available.

Event description:
The user allegedly fell onto a metal rod that was secured to the footrest of her wheelchair. The fall resulted in internal injuries.